Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2qkdn, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an accident a few months ago. Patient has a spinal cord injury and sometimes their legs give out with out warning. Patient was stepping over a barbed wire fence and their left leg gave out and twisted in the fence and they landed hard on their back where their stimulator is located. Patient said they believed theirstimulator wasn't working properly anymore. Patient had called their managing doctor's office and patient was given the contact info of the manufacturer representative (mdt rep). Patient spoke with the mdt rep on (B)(6) 2025 and mdt rep suggested that the patient change the program. The patient did change programs but they still didn¿t think the device was working properly. Patient said when they changed the program they could feel the electrical current in their right buttocks and when they increased the amplitude they could feel stimulation in their right heel which they knew was not normal. Patient said they've had lead replacements for fractured leads in the past, patient said they've had three fractured leads. The patient said from experience they were concerned that their current lead was fractured. Patient said they had not had imaging done. Patient said they had not gone to the doctor regarding this because when patient tells them they think they have a problem with their implant they are referred to the representative. Pt said they had texted and called the mdt rep since then but they haven't heard anything back. When patient told their managing doctor about this they told the patient they really need to speak with [manufacturer]. Patient said the "last two times" they had a problem they scheduled directly with the representative and they just saw the mdt rep at the doctor's office and never saw the doctor. Agent emailed field regarding this to provide visibility to the situation. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient and a manufacturer representative (rep). Patient was having episodes of bowel incontinence again since the fall. Patient said they were having bladder and bowel incontinence. Patient said the bowel was the problem. Patient said they contacted the urologist and the urologist told the patient to contact the rep directly to schedule with the rep. Patient has texted a rep on (B)(6) and (B)(6) with no response. Patient called the on (B)(6) and (B)(6) with no response. Patient said they know they were calling the right number because they talked to the rep once and the rep told them to try other programs. Patient said they had tried other programs and were feeling stimulation in their buttock and right heel. An email was sent to the rep , who responded saying they spoke with the patient and they were in the process of scheduling an appointment in the office for (B)(6).